Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. During the procedure, it was noted that the balloon ruptured. The ruptured balloon was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.